Event description:
It was reported that the IV tubing set separated in the package prior to use. There was no patient involvement.

Manufacturer narrative:
No product will be returned. Photo provided by the customer shows that the vinyl tubing was completely separated from the smartsite inlet port below the lower fitment. The root cause of this failure was not identified. Device history record could not be performed on model 2426-0500 because the lot # for the suspect set was not provided.

Event description:
It was reported that the IV tubing set separated in the package prior to use. There was no patient involvement.

Manufacturer narrative:
Correction on initial report h.4: disregard (device manufacture date).

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was no provided.

Event description:
It was reported that the IV tubing set separated in the package prior to use. There was no patient involvement.